Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,027mm the housing membrane is outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that the valve is permeable. Adjustment test: the progav was tested and is not adjustable in all ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force required was not within the given specifications. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve operates not within the accepted tolerance in horizontal positions. An accelerated outflow could be determined. Internal inspection : after dismantling of the valve, some deposits were found in progav. Result: based on our investigation, we determined an accelerated outflow, a deformation of the outer housing, adjustment difficulties and an increased braking force on the valve at the time of our investigation. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav (part # fv414t) was implanted during a procedure performed on (B)(6) 2017. According to the complainant, the shunt system was believed to be operated in overdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 years, height: 104 centimeters (cm), weight: 15.5 kilograms (kg), gender: female.